Manufacturer narrative:
Investigation is on-going. Review of the mfg records for this lot found no complaint-related discrepancies.

Event description:
During a 2-level corpectomy at t-11-t12, the tip of the screwdriver broke off in the head of a screw during final tightening. The tip broke off flush with the screwhead and the surgeon left it in the pt. The procedure was completed without further incident.